Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2 and h11 additional information: discharge occurred 22 days after the index surgical procedure. Five days later a CT scan showed that the fluid collections (both the perisplenical and the one in the parcolical gutter) have decreased. There were no new fluid collections but there was an increase in the rectus diastasis. Two days later, all drains have been removed, and the patient got antibiotics prescribed. The lab results still showed elevated inflammation parameters, but the patient will be evaluated again in two weeks.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 183 cm., body mass index (bmi) 26.3 kg/m2 a review of the event was performed by an intuitive surgical medical safety officer (mso). "The patient in this report had diverticulitis and required a sigmoid colectomy. Intraoperative complications included a bowel perforation during the primary procedure secondary to difficult anatomy which required a mini laparotomy and resection. Post operatively, another complication occurred as a perforation was noted in an additional section of descending colon attributed to the primary diverticular disease. A gastric serosal injury or defect was also suspected. How the gastric issue related to either the diverticular disease or the index procedure is not reported. How this was evaluated is not reported although a laparotomy was planned. Based on the information provided in the summary of events, these complications are not related to the jura device or the jura procedure. The initial intraoperative complication is most highly associated with the patient¿s underlying. The post operative perforation is most likely related to the underlying disease although the index procedure cannot be completely excluded based on the information provided and therefore is possibly related to the prior procedure. Likewise, the ill-defined gastric issue is not well described and therefore could be related to the underlying patient pathology but also possibly related to the initial da vinci procedure. The event is not related to the da vinci system."

Event description:
A patient in a study underwent a da vinci-assisted and jura system sigmoid colectomy procedure. Four days after surgery, the patient presented with abdominal pain. CT imaging showed no evidence of leakage from the new anastomosis but revealed marked pre-existing diverticulosis in the remaining descending colon, a large pneumoperitoneum, and multiple intraperitoneal fluid collections. These findings appeared to be most consistent with a perforation of a large pre-existing diverticulum. The stomach's serosal surface also appeared irregular, raising suspicion of an additional serosal defect. Based on these findings, the patient was scheduled for a laparotomy. To repair the perforation, the anastomosis was undone, the bowel was resected proximally from the perforation, and a new anastomosis was made. An extra colectomy was performed. According to the study manager, the surgeon saw the perforation 20cm before the anastomosis which was with dark serosa, and was evaluated as perforated diverticula. A serosal tear/defect on the transverse colon was sutured. The study investigator reported the event of bowel perforation as severe, a serious adverse event (requiring medical or surgical intervention), a clavien-dindo grade iiib, having a causal relationship to the patient's underlying disease process, but not related to the study procedure, not related to the jura system, not related to the da vinci system, not related to a third-party device and resulted in prolonged hospitalization (no ICU admission). The patient's prior health condition (diverticulitis) may be relevant to this event. Eight days after the index procedure, due to suspicion of a hematoma related to the surgery, a CT scan was performed, where fluid collections were noticed around the spleen. After 4 days there were still high infectious parameters, and it was decided to drain the collections. Pus (diagnosed as an abscess) was drained, and 2 drains were left behind. The patient stopped antibiotics nine days later and is now awaiting a "revalidation spot" (so is only admitted awaiting that place). The event is deemed as ongoing. The investigator assessed the event of abscess as related to the bowel injury, severe, a clavien-dindo grade iiia, requiring prolonged hospitalization. The event was not related to the jura system or procedure, not related to the da vinci system or any third-party system, and not related to patient's underlying disease condition.

Manufacturer narrative:
Updated fields: g3, g6, h2, and h11. Additional information: the patient received antibiotics for additional five days after drain removal and the event was deemed resolved 47 days after the index procedure.

Event description:
Refer to h11 for follow-up information.